Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that r wave amplitude variation and loss of capture were observed on the right ventricular (rv) lead. Episodes of anti-tachycardia pacing (atp) due to sensing of the atrial signal on the rv channel were observed. Rv lead dislodgement was confirmed. The rv lead was repositioned; during revision the helix of the lead could not be re-extended. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgment, a helix mechanism issue, r-wave amp variation, and high threshold. As received, a complete lead was returned in two pieces with the helix partially extended and clogged with blood and tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood and tissue. The reported events of r-wave amp variation and high threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.